Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 16 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular between 7.5 cm and 11.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. In conclusion, the analysis of the lead did not reveal any sign of a material or manufacturing problem. In the available iegms the occurrence of noise was observed in the ra, rv and ff channel. The battery of the ICD was not depleted. There was no indication of an ICD malfunction.

Event description:
Noise on rv lead, due to noises on rv channel (iemg) the patient received inappropriate shock. Device in recall group (lqc).